Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was movement disorders and intractable spasticity. On (B)(6) 2018 it was reported that during a colonoscopy it was discovered that the catheter had been ¿placed through the colon which eroded through and perforated the colon¿. Per the hcp, the patient had no symptoms/issues. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's old device was removed because the catheter was placed on the abdominal wall. The patient had a bowel resection and colonoscopy and they removed the old pain pump and it was replaced by a new one.